Event description:
It was reported that during a peripheral transluminal angioplasty and stenting procedure the stent partially deployed. The pseudoaneurysm was located in the severely tortuous proximal cervical segment of the left carotid artery. While the carotid wallstent monorail was advanced inside the patient, the "proximal catheter ear" fractured and the stent pusher was damaged. Proximal device support was lost and the stent partially deployed. The physician removed the carotid wallstent and completed the procedure with another of the same device. No patient complications were listed and the patient's status was reported as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed that the stent had been deployed and was returned along with the stent delivery system. The t-body had not been fully retracted and the distal end of the outer sheath was positioned 58mm proximal to the tip. The stainless steel shaft was bent. The shrink tubing was detached from the t-body and the outer sheath was broken at 23mm proximal to the proximal to middle bond. A kink was noted in the inner lumen 19mm proximal to the tip. The stent was damaged at one end and was kinked in its mid section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a peripheral transluminal angioplasty and stenting procedure the stent partially deployed. The pseudoaneurysm was located in the severely tortuous proximal cervical segment of the left carotid artery. While the carotid wallstent monorail was advanced inside the patient, the "proximal catheter ear" fractured and the stent pusher was damaged. Proximal device support was lost and the stent partially deployed. The physician removed the carotid wallstent and completed the procedure with another of the same device. No patient complications were listed and the patient's status was reported as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).